Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio alerts on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed as the high alerts were set to vibrate only. The probable cause was determined that the device functioned within specifications and patient settings and no problem was detected. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed as an app crash alert was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.